Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to a high blood glucose (bg) level of 510 mg/dl and moderate ketone levels. The customer was treated with intravenous saline and insulin, and was released from the ER the same day with no permanent damage. Reportedly, the cause for the reported issue was due to a cartridge alarm occurring during basal delivery with multiple cartridges. Reportedly, the customer reverted to an alternate method of insulin therapy.